Manufacturer narrative:
Results: the ruby coil pusher assembly was kinked approximately 5.0 cm from the proximal end. Conclusions: evaluation of the returned ruby coil and podj revealed that their pusher assemblies were kinked. If the device is forcefully advanced against resistance or manipulated at extreme angles outside the patient body, damage such as this may occur. Further evaluation revealed offset coil winds on the returned podj. These offset coil winds were likely incidental to the reported failure and may have occurred during re-sheathing for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01148.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and pod packing coils (podjs). During the procedure, the physician successfully deployed and detached multiple ruby coils using a lantern delivery microcatheter (lantern). The hospital technical then accidently kinked the pusher assemblies of a ruby coil and a podj while attempting to advance the coils through the lantern and, therefore, the coils was removed. The procedure was completed using additional ruby coils, pod coils, and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Brand name: pod packing coil.